Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during reprocessing the subject device exhibited bubbling during washing. No patient involvement.